Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the patient connector. Pt woke up covered in fluid. He had been leaking because the connection site between the tubing set and his catheter was loose. The pt was unsure if he had tightened the connection enough or if there was something wrong with the tubing set. Patient did not received antibiotics after the incident and has had no adverse effects. Sample was discarded by the pt; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.